Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report #: 1627487-2015-07304, 1627487-2015-07305, 1627487-2015-07306 and 1627487-2015-07307. It was reported the patient experienced discomfort in her upper back near the lead site ( date of event unknown) . As a result, the lead was repositioned on (B)(6) 2015. The issue has been resolved by surgical intervention. The patient has 6 leads and two of them are from the same lot. All leads are being reported because it is unknown which lead was repositioned.